Event description:
It was reported that the patient presented to the hospital for a generator change. Lead testing during the procedure noted that the right atrial (ra) lead exhibited failure to capture and failure to sense. The ra lead was capped and replaced on 16 june 2026. The patient was in stable condition.